Manufacturer narrative:
Device passed displacement test, self test, force sensor test, prime/ seating test, basic occlusion test, occlusion test and rewind test. No bolus anomaly noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer had high blood glucose. The blood glucose at the time of the incident was in the range of 400 to 500 mg/dl. The customer stated that, he had bladder infection now because of high blood glucose and needs a pump that works. The customer also stated that, there were no insulin flow blocked alarm but customer was delivering insulin through pump and her blood glucose was still not going down. The customer declined troubleshooting for high blood glucose. The insulin pump will be returned for analysis.